Event description:
Surgeon doing loop electrode excisional procedure, inserted device tip -connected to electrocautery unit- into vagina and pressed activate button, wire immediately popped. No injury to pt.